Manufacturer narrative:
On (B)(6) 2016, the patient received graft on right lower extremity post debridement of evacuation of hematoma and npwt applied over graft. On (B)(6) 2016, dressing was removed and npwt was discontinued and a traditional dressing was applied and patient was sent home. 10 days later the patient arrived at (B)(6) ER with right lower extremity failed graft and the physician debrided the wound and then placed a second graft on (B)(6) 2016. The physician removed the npwt device from the patients left leg, and it took 100%. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event.

Event description:
A physician reported to medela on (B)(6) 2016 that a patient experienced wound deterioration on a graft.